Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
During a neurovascular procedure an aristotle 18 guidewire was used in an ischemic stroke case with severe tortuosity. It was noted that the guidewire broke at the mid distal section while inside of a catheter. The guidewire was retained in the catheter and the system was removed from the patient. No retrieval was required and there was no injury to the patient.